Manufacturer narrative:
Zoll medical corp has not received the product and this complaint is still under investigation.

Event description:
During a routine shift check by a clinician, the device's video display was not functioning. There was no pt involvement in the reported malfunction.